Manufacturer narrative:
Device manufacture date of 4/1988 is for s/n (B) (4) and is the original ship date, s/n (B) (4) was originally shipped in 4/1991. (B) (6) picked up the two suspect ratchets and discussed the event with the hospital personnel, (B) (6). They determined that the most likely cause of the incident was a new nurse who had not been properly trained on the equipment, operated the equipment. Attached is a report from (B) (6). (B) (6) ceo of (B) (6) tried to get additional info about the incident from the hospital, but the hospital would not give her any additional info. (B) (6) was told that she would have to speak to a supervisor to get the info she wanted and was told that the supervisor would call her. The supervisor never called and (B) (6) tried several more times to get the info but none was given.

Event description:
(B) (6) hospital reported that the rake plate from a (B) (4) retractor fell, and requested a company representative to inspect the product. Hospital did not know if the product (ratchet) responsible was serial # (B) (4) or (B) (4), so both were sent to pemco for eval. Both ratchets worked properly. It was later discovered on (B) (6) 2008, by pemco that when the rake plate fell, it fell into the pt's chest "nicking" the pt's heart. Pemco was told that it was not serious, and is not aware of what if any action was needed to repair any injury sustained by the pt.